Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the implant has been reported for an unknown reason. It did not happen in surgery. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that pin trl lnr 10d 50odx32id presents several deep scratches all over the outer surface. Additionally, the snap ring was not returned for evaluation, suggesting it broke and the reason why the screw subcomponent is detached. No other defects were observed. The observed condition of the snap ring its consistent with over-tightening the threaded insert during use. Regarding the deep scratches, this type of damage is consistent with other tools and hard edges coming in contact with the device, properly handling and attention to the approved use of the device diminishes the risk of failure. The overall complaint was confirmed as the observed condition of the pin trl lnr 10d 50odx32id would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The implant has been reported for an unknown reason. It did not happen in surgery. Visual analysis of the returned sample revealed that pin trl lnr 10d 50odx32id presents several deep scratches all over the outer surface.